Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation (afib) ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. The previous afib procedure was performed eight (8) years ago. Prior to the procedure, the physician spoke with the biosense webster inc. (Bwi) representative. The physician noted that this patient had a thick septum and transeptal was going to be difficult. The physician was able to go transeptal by utilizing the baylis needle. The bwi representative mapped the left atrium, and the physician ablated the left veins and posterior wall. The physician induced a flutter. The cavo tricuspid isthmus (cti) was ablated. The physician then went back to the left atrium and ablated the right pulmonary veins. The physician viewed the left ventricle with the ultrasound catheter. It was reported that a pericardial effusion was diagnosed via intracardiac echo. It was noted that no blood pressure drop occurred. A pericardiocentesis was performed by the physician and approximately 400 cc of fluid was removed from the patient's pericardial space. The patient remained stable, and the patient was transferred to the unit for observation. Additional information was received. It was indicated that the physician's opinion on the cause of this adverse event was that it was procedure and patient condition related (afib procedure with a thick septum). The patient fully recovered but required extended hospitalization, as the patient stayed an extra day or two (2) just to monitor the patient. The patient was feeling great and was happy to have their afib resolved. The patient had a very thick septum which was noted by the physician in a prior attempt to go transeptal which was eventually aborted to be able to inform the patient about their increased risk of the procedure. The patient wanted the procedure done and therefore came back and had the ablation procedure performed. There was no evidence of steam pop. There were no error messages observed on biosense webster equipment during the procedure.